Event description:
It was reported that the device was in hardware reset mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device reset to backup vvi mode (bvvi) while charging for fib. Device diagnostics showed 60 fib episodes occurring preceding the bvvi. The egms revealed noise consistent with a lead insulation anomaly. It is believed a lead anomaly produced noise resulting in excessive charging of the device, depleting the battery and causing it to go into bvvi mode. The device was found to function normally when the battery was replaced.

Event description:
It was reported that the pt died within hours of her device implant. Additional info has been requested.